Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-01524; s800 - revision surgery. Similar report number 1644408-2024-01524 involved a star ankle revision surgery. In both complaints, the surgeon completed a poly swap with no stated device malfunction. In the parent complaint, the patient was experiencing pain, while in report number 1644408-2025-00763, a lateral gutter debridement was performed, which can often help alleviate symptoms of pain and stiffness. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - surgeon swapped poly while doing a lateral gutter debridement.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.